Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the report of ventricular fibrillation and non-ischemic cardiomyopathy could not be conclusively determined through this evaluation. The patient expired on (B)(6) 2021 due to ventricular fibrillation and non-ischemic cardiomyopathy. The device reportedly operated as intended and the patient's outcome was not device-related. The pump was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Review of the device history records showed no deviations from manufacturing and quality assurance specifications. The implant kit was shipped to the customer on 08apr2021. The heartmate 3 lvas IFU is currently available. Cardiac arrhythmia and death are listed in the heartmate 3 lvas IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient passed away due to ventricular fibrillation and non-ischemic cardiomyopathy. Whether the outcome was device or therapy related was not provided. The pump was not explanted and will not be returned for evaluation.